Event description:
It was later reported the patient had a revision and replacement procedure. It was stated the lead was tunneled to the opposite side and a new implantable neurostimulator (ins) was placed.

Event description:
It was reported the patient had a shocking or jolting sensation and a loss of therapeutic effect. It was stated the patient notified their manufacturer representative three days prior to report about having issues with their device. It was noted the patient was directed to turn off their implant until further evaluation could be done. Reportedly, the patient was experiencing jolting at the pocket site and a ¿coldness¿ around the implant. It was stated the patient also had a return of symptoms. It was later reported the patient had gone back to using a catheter 5 times and it was 2 times. It was stated the patient also had an increase in frequency symptoms and as a result the volume was down. It was noted the patient initially noticed the symptoms in (B)(6) 2013. The patient stated when they lean against the device or sit down they felt a vibration at the implantable neurostimulator (ins) site and they got zapped all the way to their testicles. It was stated the patient couldn¿t increase anymore and it was uncomfortable, particularly when it got cold outside and their ins got really cold. It was noted the jolting happened at 2.2 volts. Reportedly, the patient was last seen at their doctor¿s office a month prior to report and they were reprogrammed but were told there was most likely something wrong with the device. It was noted the patient was scheduled for a replacement surgery but twice it was cancelled.

Manufacturer narrative:
Product ID: 3889-28, lot# va0clwu, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).